Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out all the supplies and cleared the alarm, resulting in resumed insulin delivery. Customer's blood glucose level ranged from 330-380 mg/dl at the time of event.